Manufacturer narrative:
The removed part was returned for evaluation therefore, section d10 has been updated accordingly with the new information. Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the user interface pcb assembly to resolve this issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the user interface pcb assembly. However the issue was not repeatable, therefore further component cause could not be determined.

Event description:
A third party service agent, contacted physio-control to report that a customer¿s device displayed a white screen upon power on. The service indicator was also illuminated. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb assembly. Physio determined that the cause of the reported issue was due to capacitor, designator c181. The capacitor was cracked and had become electrically shorted which caused integrated circuit, designator u27 to not boot.

Event description:
A third party service agent, contacted physio-control to report that a customer¿s device displayed a white screen upon power on. The service indicator was also illuminated. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third party service agent, contacted physio-control to report that a customer¿s device displayed a white screen upon power on. The service indicator was also illuminated. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.